Event description:
During an operative laparoscopy performed by doctor, a harmonic scalpel handpiece was used. While being used intra abdominally, some of the insulation on the tip of the harmonic scalpel broke off the instrument and was seen lying inside the patient. Doctor was successful in removing the piece of insulation from the patient with no harm done. This incident was immediately reported to the materials manager who took possession of the instrument after decontamination. A new harmonic scalpel handpiece was opened and used without incident for the remainder of the case.